Event description:
Adverse event(s): "no information" (no information). Product problem(s): "examine for defects" (defective item [iol (intraocular lens) implant]). A user facility reported an intraocular lens (iol) was explanted; and that the surgeon is requesting that the iol be examined for defects. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-outer gusset area (not returned). The optic resolution was acceptable. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B) (4). (B) (4).